Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device was disposed of and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the vertebral artery using a ruby coil detachment handle (handle), a pod coil and a non-penumbra microcatheter (phenom). During the procedure, the physician advanced a pod coil into the target vessel using the microcatheter and attempted to detach it using the handle; however, the pod coil failed to detach. Therefore, the physician used a new handle to detach the pod coil. The procedure was completed using additional pod coils and the new handle. There was no report of an adverse effect to the patient.